Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure a clot was noticed via transesophageal echocardiography (tee) on the core wire. Heparin was not administrated to the patient. Heparin was then administrated, and the physician aspirated the clot as he deployed the closure device. The patient neuro status was monitored. There were no patient complications.